Event description:
A uf reported that an lma would not inflate after it was inserted into a pt. The lma was removed and replaced with another. There was no pt problems or injury. The uf has been requested to return the mask for evaluation. There has never been a report of a serious injury associated with the failure to inflate an lma, an co believes it is unlikely to cause or contribute to pt injury were it to reoccur. Although co does not believe this event meets the definition of a reportable device malfunction, co has agreed to comply with the agency's position, that events of this type should be reported, stated in its 8/1/97 letter to the MFR.